Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the light guide (lg) lens adhesive is peeling off, thereby creating a gap through which dirt can enter the inside of the lens. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation and repair of the forceps elevator being broken. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the light guide (lg) lens adhesive is peeling off, thereby creating a gap through which dirt can enter the inside of the lens. This medwatch is being submitted for the reportable issue of lg lens adhesive peeling off as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the peeling adhesive was likely due to use stress, external factors, or handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.